Event description:
It was reported in clinic notes that the patient has had more seizures lately, and that their seizures were worsening in intensity and frequency. Programming history was attempted to be reviewed, however none was available. Surgery is likely but has not occurred to date. No additional, relevant information has been received to date.

Event description:
The patient¿s generator was replaced prophylactically. The device has not been returned to livanova. No additional or relevant information has been received to date.